Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the doctor gave the patient a single-needle double-lumen catheter/central venous catheter kit for the femoral vein and for hemodialysis, when using the catheter kit, after the puncture needle was inserted, when the guide wire was travelling along the puncture needle, the guide wire was difficult to insert, blocked and resistant, when the guide wire was inserted, bend at the proximal end of the guide wire was found. When trying to remove the guide wire, no tools used, the guide wire was resistant, it was necessary to remove the guide wire together (at the same time) with the puncture needle and the guide wire was manually pulled out, when the guide wire was pulled-out, the guide was intact and it was not frayed, coiled or unraveled but bend at the tail end (front end) of the guide wire was found. Before insertion and also when the guide wire was inserted into the patient's body, the front end of the guide wire was not observed to be bent. The bend in the guide wire was not noticed in the packaging. Normal strength was used when removing or inserting the guide wire. The guide wire and puncture needle used were the ones included in the kit. The puncture needle and catheter itself had no visible defect/damage. The dimension of the puncture needle and guide wire matched what was indicated on the label. Another product/kit with the same product ID (identifier) and same lot was opened on the same day of the event, the guide wire from the first kit was the only guide wire to be replaced. The actual catheter from the first kit was no longer used, and it was replaced. The replacement kit/product was used successfully and the procedure was completed. No other products being utilized with the device, no other intervention/treatment required and the patient did not require an additional anesthesia as a result of the event. The issue did not lead to vessel/vein damage, there was no leak, there was no blood loss. No cleaning agent used on the device, the insertion site was treated with chlorhexidine prior to product placement, tego was not utilized, there was no luer adapter issue, nothing unusual observed on the device prior to use, and flushing was not done prior to use. There was no patient injury.